Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a cracked cover on the power module was confirmed. Power module, serial (B)(6), returned with a small crack on the bottom cover and damaged rubber vent bands; the unit returned without the backup battery. The system booted up as intended. A full functional checkout was performed and the unit passed all tests. The bottom housing, vent bands, and battery were replaced. Preventative maintenance was performed and the unit was returned to the rental pool. A root cause for the reported damage was not conclusively determined through this analysis. Device history records was reviewed and showed no deviations from manufacturing or quality assurance specifications. (B)(6) was shipped to the customer on 17may2013. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly care for all the equipment to prevent damage. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the battery was missing and the top cover was cracked. No additional information was provided.